Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the pocket site was relocated.